Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 1700 mg/dl and diabetic ketoacidosis. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER 12 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.